Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: faulty function. 1. General information: complaint: (B)(4). Examination carried out by: (B)(4). 2. Information to the sample: 2.1 model: space station. 2.2 article number: 8713142. 2.3 serial number/batch: (B)(6). 2.4 software version: ss03 / l000092. 2.5 hours of operation: n/a. 2.6 seal: n/a. 2.7 further information: since the customer could not assign the error to one device, he sent 9 devices for examination. (B)(4). 3. Investigation results: 3.1 history inspection: n/a. 3.2 visual inspection: a visual inspection was performed. The device was in a clean state. One hose bracket is missing. Otherwise no further damage. (Pictures are attached to pc-notification). 3.3 functional inspection: a functional test was performed. The space station with com was connected to the mains voltage and ethernet rj 45 and rs232. The contacts f2a-f2d were supplied with power and the connected test devices could be charged. A connection to the hibased program via the f3 connector could be established with pumps on all connectors. It was also possible to connect to the bbc show test program and space online test program. A test perfusor from the service stock was connected to all four slots of the space station and an error was generated. The error was sent to the test programs. No error could be detected. 3.4 individual inspection: n/a. 3.5 disassembling: the space station was disassembled, and the inside was investigated. No visual damaged was to be located inside. 3.6 test equipment: description: typ nr.: lab.-ID.-nr. Space station 8713140 (B)(6). Space cover comfort 8713145 (B)(6). Perfusor space 8713030 (B)(6). 3.7 for examination used disposables: description: ops 50ml, ref.: 8728844f, lot: 21c31d8001. 4. Judgment: the complaint could not be confirmed. The error pattern complained about could not be reproduced. Addition information: n/a.

Event description:
As reported by the user facility information by bbm sales organization in france: "dysfunction - death". According to the customer: "the syringe pump stopped during the infusion (noradrenaline). The treatment could not be administered, which accelerated the death of the patient (patient at the end of life). Incident on (B)(6) 2023. Between 3 p.m. And 4:45 p.m. The customer will return 6 devices to us for inspection because she does not know with which the incident occurred. Further information: we could not to clearly identify the malfunctioning unit, but it would certainly have been (B)(6), which paused at 3.28pm, or (B)(6), which paused at 3.56pm. We could not identify the cause of this malfunction. We do not know whether an alarm was triggered before the syringe stopped. When the nurse entered the room, there was no indicator light. The noradrenaline syringe was prepared with a concentration of 2 mg in 50 ml. A continuous infusion of noradrenaline was planned until the decision of the medical team to stop the electric syringe pump. However, we found in our software that this syringe was stopped at 3.28pm without any explanation. In view of the dose of noradrenaline administered to the patient, the infusion time for a 50 ml syringe was estimated at 1 hour 20 minutes."